Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-uni-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 21 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect® filter (lot # e3241412) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was = 16 degrees. On (B)(6) 2015 (one day post-procedure), the post-procedure x-ray was completed. Site: filter tilt was = 16 degrees. Analysis: the angle of filter tilt in the ap view was 16.3 degrees and 3.4 degrees in the lat view. On (B)(6) 2015 (49 days post-procedure), the pre-retrieval x-ray was completed. Site: filter tilt was = 16 degrees. Analysis: the angle of filter tilt in the ap view was 11.6 degrees and 2.7 degrees in the lat view. On (B)(6) 2015, retrieval venacavagram, (50 days post-procedure): analysis: the angle of filter tilt in the ap view was 10.4 degrees. Patient outcome: the patient completed the post retrieval clinical assessment and exited the study.

Manufacturer narrative:
(B)(4). Catalog: igtcfs-65-1-uni-celect-pt. (B)(4). Summary of investigational findings: investigation is based on event description and review of provided imaging. Images from ivc filter placement are not included for review. Follow-up x-ray confirms the presence of significant tilt (tilt=16deg) in reference to the posterior spinous processes. Normally, tilt should be measured in reference to the longitudinal axis of the ivc, however previous CT scan of the abdomen and pelvis demonstrate the ivc to essentially mirror the spine in its orientation. Ultrasound demonstrates small amount of upper extremity venous thrombosis. CT scan demonstrates interval worsening of thromboembolic burden primarily to the right lung. As described in the imaging review: "it is uncertain whether or not this thromboembolic burden increased due to upper extremity thrombus migration or from the lower extremity possibly from decreased efficacy of the filter due to its tilt. It has not been possible to determine where the thrombus arose on the images provided." Based on the provided information, the root cause for the reported filter tilt is suspected to be a result of the patient's condition. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 21 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect® filter (lot # e3241412) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was = 16 degrees. On (B)(6) 2015 (one day post-procedure), the post-procedure x-ray was completed. Site: filter tilt was = 16 degrees. Analysis: the angle of filter tilt in the ap view was 16.3 degrees and 3.4 degrees in the lat view. On (B)(6) 2015 (49 days post-procedure), the pre-retrieval x-ray was completed. Site: filter tilt was = 16 degrees. Analysis: the angle of filter tilt in the ap view was 11.6 degrees and 2.7 degrees in the lat view. On (B)(6) 2015, retrieval venacavagram, (50 days post-procedure): analysis: the angle of filter tilt in the ap view was 10.4 degrees. Patient outcome: the patient completed the post retrieval clinical assessment and exited the study.